Manufacturer narrative:
An event regarding dislocation involving an unknown liner 623-00-56f was reported. The event was not confirmed.       Method & results:  -device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted shell and liner in an assembled condition with blood and tissue on them. Damage was noticed on the liner surface. No conclusion can be drawn from the picture. -medical records received and evaluation: a review of the provided medical records was deemed insufficient by a clinical consultant indicated: "cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial x- rays."  -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusion:  it was reported that the revision surgery was due to multiple dislocation between a competitor head and a stryker liner. This event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision left thr for dislocation acetabular . Shell & liner revision. See communication log for information available. Update: dislocation occurred between a competitor head and stryker liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision left thr for dislocation acetabular shell & liner revision.